Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s impedance at the pair 0<(>&<)>1 is at 33ohms. The caller stated that the two monopolar pairs (c<(>&<)>1 and c <(>&<)>0) were displaying the same value during the tests. The patient¿s managing physician stated that the impedance testing for the patient in the past have always been within normal range. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.